Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Event description:
A health care professional reported that the patient experienced rapid weight loss due to other medical issues causing the pump to protrude through the skin. The patient was experiencing severe worsening of pain at the pump site. Surgical intervention was taken to explant the pump. There was no pump malfunction.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning pump explant.